Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test and displacement test. No failed battery test or pump error 23 noted. Device was monitored for 24 hrs and no blank display anomalies noted. Power connector plug in and locked in place properly. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 was confirmed in the device history due to broken pin trace on keypad assembly.

Manufacturer narrative:
(B)(4) . Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an audio anomaly. The device alarmed hardware low level failure, failed battery and blank display during self-test. Customer declined trouble shoot for audio issues. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.